Manufacturer narrative:
Gender information was not provided. (B)(4). Investigation is still in-progress. If additional information is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).

Event description:
The customer reported that the error message which is possible to lost image was indicated. It is possible that the image was retaken, resulting in additional radiation exposure.